Event description:
During device check, the thermogard xp ivtm system (sn (B)(4) displayed tcmid:06 (ce post failure) error message upon powering up. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.